Event description:
It was reported that a 57-year-old caucasian female patient underwent primary breast augmentation with a 425cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively. The issue was diagnosed after physical and after consultation with medical professional. The patient underwent bilateral explantation and replacement with catalog number 3501680; serial number (B)(4) on the left side, and with catalog number 3501680; serial number (B)(4) on the right side on (B)(6) 2022. Mentor is aware that the date of implant is before the manufacture date of lot 148393. Follow-ups are in progress, and no response has been received regarding the date. If any clarification or information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 1, 2022, mentor became aware that the date of implant was (B)(6) 1996. Hence, field d6a has been updated to (B)(6)1996 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 23, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant had a crease/fold on the posterior view and extending to the anterior view. Additionally, a tear was noted within the crease on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).